Manufacturer narrative:
Corrected information: d4. Model #: 87034, catalog #: 87034, lot #: 7405603. D9. Yes, returned to manufacturer on 07/01/2024. H3. Yes. The driver that was returned for investigation was a different part than was initially reported. This driver does not require an MDR submission.

Manufacturer narrative:
Additional information: added patient ID. Corrected information: the driver that was returned for investigation was a different part than was initially reported.

Event description:
It was reported that the tip of the driver broke off during a case. The tip was retrieved.

Manufacturer narrative:
The device has not returned for investigation. Photographs were not provided; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of device history records cannot be performed. Based on the information provided, the root cause is unknown. If the device and/or additional information is provided, a supplemental report will be filed accordingly.